Event description:
The customer reported system startup failed with vacuum errors involving the coulter act diff 2 analyzer. The customer adjusted the vacuum pressure and system startup passed. The customer then performed quality control (qc) and obtained white blood cell (wbc) aperture alerts and observed approximately one milliliter of clear fluid on top of the stopper toward the tube holder. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. Patient results were not impacted. There was no patient consequence associated with this event. The laboratory has an exposure control/risk management plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed the white blood cell (wbc) aperture alert and fluid leaked from the probe. The fse discovered the probe wipe waste line, before pinch valve lv8, was clogged. The fse removed the clog and resolved the issues. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. (B)(4).